Event description:
It was reported that a physician was having issues with her handheld device. The handheld screen would freeze during interrogations and the physician would have to perform a soft reset in order to get the screen to move. A replacement handheld was sent to the physician and the physician's old handheld and software were returned to the MFR for analysis. During analysis of the handheld and software, the frozen screen was duplicated and is due to a software error. Other than the aforementioned issue, no other anomalies were identified that would adversely impact device performance.